Event description:
The user received a discrepant hcg result for one pt sample. The user stated a physician had been complaining about the hcg results for his pts in general, but could not furnish any specific details of these other results. The original result was 1.1 miu per ml. The same sample was repeated on a different instrument with a result of 0.2 miu per ml, repeated a second time on a third instrument with a result of 0.1 miu per ml, and finally repeated on the original instrument again gave a result of 0.2 miu per ml. The user reported a result of 0.2 miu per ml. There were no changes or delays in the pt treatment as a result of the incident. The field service rep could not determine a cause. He verified all the mechanical and fluidic systems were operating properly. He cleaned w2, reagent, sipper and sample wash stations. To verify the analyzer operation, performance tests were run. Also a sample was run in three different tubes and recovered the same result.